Event description:
It was determined this event was previously reported in MFR report # 3007566237201106789. All additional reporting will occur in MFR report # 3007566237201106789.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt had her pump removed because of a "malfunction". Additional info has been requested from the hcp, but was not available as of the date of this report.